Manufacturer narrative:
H6: medical device problem code 2017 - excessive force; code 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the account was using a 4f sheath. It should be noted the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 24f sheaths. It was also reported that the suture of the second device was pulled out because the physician pulled too much. The IFU states: secure the suture knot again by gently pulling coaxial on the non-rail suture limb. Do not apply excessive pressure on the suture. In this case, it is unknown if the reported IFU violations contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 4f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly post procedure, the suture of the first device was pulled out when pulling it gentle. The suture of the second device was also pulled out because the physician pulled too much. An additional non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.